Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 301030. Batch#: 4256006. It was reported that the bd syringe 10ml s/t bns had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. I¿m sending this email to notify that 40006ea of part number bf301030 has been rejected by our plant because the material is being received with illegible printed measurements on the syringes, not acceptable for use. Additional information provided: 1. Kindly provide the date of event. ¿ quality team report the issue on (B)(6) 2024. 2. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Address: (B)(6). 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. - not reported

Manufacturer narrative:
(B)(4). - supplemental MDR/correction - scale marking issue. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: fourteen samples and six photos were provided to our quality team for investigation. Upon evaluation, it was observed that all samples have a large portion of the scale markings missing in various locations on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 4256006. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4256006 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.